Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent revision surgery under general anesthesia to remove the excess skin and a new abutment was replaced during the same surgery on (B)(6) 2024.